Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent open reduction internal fixation due to a right periprosthetic femur fracture. Intra-operative findings include complex periprosthetic fracture of the femur. Patient fell following index surgery during physical therapy and sustained injury. Surgeon noted from revision surgery that patient has severly osteopenic bone stock. All components exchanged except cup.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient underwent open reduction internal fixation due to a right periprosthetic femur fracture. Intra-operative findings include complex periprosthetic fracture of the femur. Patient fell following index surgery during physical therapy and sustained injury. Surgeon noted from revision surgery that patient has severly osteopenic bone stock. All components exchanged except cup.